Manufacturer narrative:
Additional information was added to d4 (expiration date), h4, h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and the tubing was observed separated from the first y-site clearlink in the upstream part. A lack of solvent was observed during the analysis of the sample, the solvent was not applied uniformly. Dimensional test was performed and the tubing was according to specification. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from one of the activated valves (clearlink). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.